Event description:
It was reported that this pacemaker was unable to be interrogated. The patient's device battery was believed to be "dying"; the device has been in service for more than 7 years, exceeding life expectancy. The device remains in service. No adverse patient effects were reported.